Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recently received information that over 3 years ago, this left ventricular lead had dislodged. No intervention was performed, however the physician elected to reprogram the output level of the lead to remedy the issue. No adverse patient effects were reported.